Event description:
Customer reported an intermittent saturation fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the back-plane wiring harness. System operates as intended. (B) (4)